Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed and the reported event could not be confirmed. Based on the information provided, the root cause of the reported event could not be conclusively determined. A review of the lhr was not possible as the lot number was not provided. (B)(4). Pi number is unknown as the lot number was not provided.

Event description:
The following information was reported: a mynxace vascular closure device was used on a patient after an interventional catheterization procedure. Hemostasis was achieved and patient was transported to the ICU for post-procedure care. After being in the ICU for approximately 20 minutes, the groin site was noted to have a hematoma larger than 6 cm in size and manual compression was initiated for an unspecified amount of time. Eventually, a femostop was placed at the site to achieve hemostasis. The patient had received heparin during the procedure and was given protamine to reverse the heparin once the bleeding event was noted. The patient was hospitalized due to unrelated event. Procedure type: intervention coronary in the doctor's opinion, the delayed bleeding event was due to an incomplete seal.